Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 265mg/dl. Elevated bgs were addressed by taking pump boluses and manual injections. Customer's current bg levels had decreased to 226mg/dl at the time of the call. Tandem technical support discussed factors that could affect bg levels with the customer. Recommendation was made to consult with a healthcare provider.